Event description:
It was reported that the left ventricular (lv) lead was found to be dislodged. Chest x-ray confirmed that the lv lead had dislodged. The lv lead was previously programmed off upon device interrogation. The lv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found except for procedural damage. The double bend height was measured within specifications.